Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was performed on the reported lot number. There were no non-conformities which could have contributed to the reported failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal cracked. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.